Event description:
It was reported that an ilet bionic pancreas exhibited an unresponsive touchscreen that prevented device unlocking; removal of a plastic screen protector did not resolve the issue, and a replacement device was arranged. Symptoms included no adverse clinical effects and blood glucose was unaffected. Outcomes included user interruption and the need to replace the device while the patient continued glucose monitoring with a dexcom app or receiver. Investigation included review of user-reported performance and troubleshooting guidance, including device shutdown instructions and data syncing. Investigation of this case revealed a suspected touchscreen hardware malfunction with no associated alarms. It was concluded that the device experienced a device component failure of the display interface, and the event was not associated with patient injury.